Event description:
It was reported to philips that etco2 check error message appeared during installation. The device was not in use on a patient at the time of the event. The efficia 866199 is similar to heartstart 861290 and will be reported as 861290.